Event description:
A stent was placed in the pt and the stent failed to open. The four adverse events reported all relate to subacute thrombosis (sat). This info corrects the original reported problem of, stent failed to open and, stent stayed closed. Catheter lab supervisor could not be specific to report numbers, but clarified that of the two death reports neither was acute thrombosis. One sat occurred 3 days after stenting, the pt never left the hospital, and thus was compliant with post-stenting plavix. One sat occurred 10 days after stenting, and the pt verbalized compliance with plavix. Their rate of sat events is within an expected acceptable range. Has used cypher stents since their approval for marketing in april 2003. There are reports implantation of 200 cyphers to date, with 4 subsequent sats. Catheterization lab supervisor said 3 sats occurred in their early experience, though the most recent sat occurred in 2003. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).